Manufacturer narrative:
Device evaluated by manufacturer: yes. Unit was returned and evaluated by baxa. Insulin, dextrose and neo-trace4 all delivered as requested without error. Compounder was found to function as intended.

Event description:
On (B)(6) 2010, (B)(6) hospital staff called baxa technical support to report that 4 patients, who had received tpn on (B)(6) 2010, experienced hypoglycemia. The pharmacy believed this was due to a less than anticipated amount of dextrose in the subject tpn bags. The tpns were stopped and additional dextrose was delivered to the patients. Upon further communication with the customer, the number of patients involved was increased to 5. All patients are in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: yes. Unit was returned and evaluated by baxa. Insulin, dextrose and neo-trace4 all delivered as requested without error. Compounder was found to function as intended.

Manufacturer narrative:
Device evaluated by manufacturer: yes. Unit was returned and evaluated by baxa. Insulin, dextrose and neo-trace4 all delivered as requested without error. Compounder was found to function as intended.

Manufacturer narrative:
Device evaluated by manufacturer: yes. Unit was returned and evaluated by baxa. Insulin, dextrose and neo-trace4 all delivered as requested without error. Compounder was found to function as intended.

Manufacturer narrative:
Device evaluated by manufacturer: yes. Unit was returned and evaluated by baxa. Insulin, dextrose and neo-trace4 all delivered as requested without error. Compounder was found to function as intended.

Event description:
On (B)(6) 2010, (B)(6) hospital staff called baxa technical support to report that 4 patients, who had received tpn on (B)(6) 2010, experienced hypoglycemia. The pharmacy believed this was due to a less than anticipated amount of dextrose in the subject tpn bags. The tpns were stopped and additional dextrose was delivered to the patients. Upon further communication with the customer, the number of patients involved was increased to 5. All patients are in stable condition.

Event description:
On (B)(6) 2010, (B)(6) hospital staff called baxa technical support to report that 4 patients, who had received tpn on (B)(6) 2010, experienced hypoglycemia. The pharmacy believed this was due to a less than anticipated amount of dextrose in the subject tpn bags. The tpns were stopped and additional dextrose was delivered to the patients. Upon further communication with the customer, the number of patients involved was increased to 5. All patients are in stable condition.

Event description:
On (B)(6) 2010, (B)(6) hospital staff called baxa technical support to report that 4 patients, who had received tpn on (B)(6) 2010, experienced hypoglycemia. The pharmacy believed this was due to a less than anticipated amount of dextrose in the subject tpn bags. The tpns were stopped and additional dextrose was delivered to the patients. Upon further communication with the customer, the number of patients involved was increased to 5. All patients are in stable condition.

Event description:
On (B)(6) 2010, (B)(6) hospital staff called baxa technical support to report that 4 patients, who had received tpn on (B)(6) 2010, experienced hypoglycemia. The pharmacy believed this was due to a less than anticipated amount of dextrose in the subject tpn bags. The tpns were stopped and additional dextrose was delivered to the patients. Upon further communication with the customer, the number of patients involved was increased to 5. All patients are in stable condition.